Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8416-50 serial #: (B)(4), description: artisan MRI paddle lead 50cm; model #: sc-1160, serial #: (B)(4), description: spectra wavewriter ipg kit. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient felt the sites were infected. Symptoms of redness and drainage in the midline were noted. The physician reopened and checked the incisions but opted not to proceed with the explant. Instead, the patient was hospitalized and placed on IV antibiotics. The physician believed it was procedure related. The patient was doing well.